Manufacturer narrative:
The investigation of high purge pressure, positioning issues, and vf/vt/af/at has been completed. The cause of the high purge pressure issue was biomaterial, based on data log review and returned product investigation. The cause of the positioning issue was most likely use related. As the necessary information was not provided, the root cause of the vt/vf was not determined. E4 should have been left blank on manufacturer device report 1220648-2024-18425.

Event description:
The complainant reported that the impella cp had impella in aorta and high purge pressure alarms upon arrival to another facility. The impella cp was repositioned but impella in aorta alarm returned. Troubleshooting was initiated but unsuccessful. Tissue plasminogen activator was given. The following day, the impella was turned off as purge alarms continued and the patient was in and out of ventricular tachycardia. The impella cp was removed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.